Manufacturer narrative:
The suspect medical device has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that at the beginning of a transurethral resection of the prostate (turp) procedure, the loop wire at the distal end of the hf resection electrode broke off and fell inside the patient. This phenomenon occurred when the physician was cutting prostate tissue. The bladder was irrigated and the fragment was flushed out. The intended procedure was successfully completed with another hf resection electrode and there was no adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/ investigation, since it was most likely lost in transit. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, a material or quality problem can be excluded, since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities related to function and safety. The case will be closed from olympus side with no further actions, but the reported phenomenon will be recorded for trending and surveillance purposes.